Manufacturer narrative:
Concomitant medical products: bfxch2414165 stent graft implant date: (B)(6) 2008; ilxch1414115 stent graft implant date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-operatively, in recovery, the patient was noted to become unresponsive, hypotensive, have cardiac perforation, pericardial effusion and cardiac tamponade. The right ventricular (rv) lead potentially contributed to cardiac perforation. Pericardiocentesis was performed, with medical intervention and the patient stabilized. The rv lead remains in use. No further patient complications have been reported as a result of this event.